Event description:
Medtronic received a report that a device wouldn't power up after being connected to an ac adapter then, when the ac adapter was moved to another device, the second device wouldn't power up. The reported incident did not occur during patient use.